Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a mildly tortuous and calcified lesion in the left anterior descending (lad) artery. The lesion was pre-dilated with a 2.0x15mm rx traveler balloon. The 3.0x28mm xience xpedition stent was deployed at 10 atmospheres (atm) and then post dilated with a 3.0x12mm nc trek balloon. After post dilatation a distal edge dissection was noted. Another xience xpedition stent was used to treat the dissection. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.